Manufacturer narrative:
Literature citation: max markmiller; " percutaneous balloon kyphoplasty of malignant lesions of the spine: a prospective consecutive study in 115 patients." Mean patient age: 68.7± 11.04 years. Gender: female (men 42, 74 women). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: balloon kyphoplasty (bkp) it was reported that on an unknown date, overall, 115 patients (52.2 % with vertebral fractures) received bkp surgery. The majority (82.6 %) of patients received bkp as a stand-alone procedure. Bkp treatment provided significant improvements in visual analogue scale (vas)-pain (median change: -4), oswestry disability index (odi; mean change: -53.2), and karnofsky performance status (kps; median change: 15) scores at 6 and 12 months. In total, 23 % of patients achieved increased vertebral height (7.4 % mean improvement in angle index). The presence of height restoration and the number of levels treated did not affect vas or odi scores; improvements in kps scores were numerically higher in patients who received bkp plus additional surgery (15¿20) compared with stand-alone bkp (10¿15). Mean hospital times were 7.2 ± 6.5 days. Incidences of cement leakage were observed in 40 patients (34.8 %). Specific areas affected by cement leakage were in the medullary canal for 8 cases (7.0 %).

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.